Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the hcp diagnosed infection and no issues were found. The exact cause of the infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that, while using the pod, it began to shift, leading to skin irritation. The site became red, warm, and painful after approximately 38 hours of wear, with symptoms beginning about one day after application. The patient sought medical attention on (B)(6) 2026, including one visit to (B)(6) and two visits to (B)(6), each lasting approximately 30 minutes. The clinician diagnosed a skin infection and prescribed staphycid (oral antibiotics) for 10 days. At the time of medical assessment, the patient was not wearing the pod due to pain. The patient reported swimming the day prior to symptom onset, and the physician suggested this may have contributed to the issue and potentially led to a bacterial infection. Blood glucose values were not provided. As treatment, the patient removed the affected pod and successfully applied a new one.